Event description:
When changing cap on devices, cap "broke off" inside of stop-cock. Unable to flush remains out after stop cock turned off to pt. Dr notified, line dc'd, pt tolerated procedure well.